Event description:
Pt arrived in ER with CPR in progress; pacer pads placed anteriorly and posteriorly. Pt in v-fib; defibrillated through pacer pads x2 without problems; on 3rd defibrillation attempt an electrical arc on anterior pad was noted. After this the pacer would not function.